Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a flow error. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Philips initially reached out to the customer and no response was received after 3 attempts. A quote for part was later sent to the customer. Quote acceptance is currently pending.